Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing shooting electrical shocks all the way down their leg. The patient couldn't turn off their ins as their controller was lost.